Event description:
A 1.88" angiocath was in use as arterial line; had been in place for few days when line stopped working. Rn pulled angiocath out to remove and realized that line had broken; hub and tiny piece came out but most of line remained in patient's artery. Patient required vascular surgery to remove remaining catheter.